Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedance measurements. Evidence suggests that the shock impedance values were out of range. The physician had called in asking technical services (ts) if they suspected any lead fracture or lead integrity concern. The patient has not yet been evaluated and the plan is to schedule a new data transmission the next month to determine if the impedance trend is still upwards. This rv lead currently remains in service. No adverse patient effects were reported.